Event description:
A problem was reported involving a missing metal seal in a pump, which prevented cartridges from being correctly inserted. Subsequent attempts to use the pump revealed that despite being able to start, charge, and connect to a computer, it continued to indicate that inserted cartridges were empty and was unable to deliver insulin. No adverse impact to the customer's blood glucose level was reported. The pump is scheduled to be returned, and a replacement pump was arranged for shipment.